Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid :(B)(6). This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii and hbsag qualitative ii results on a patient. The following results were provided: on (B)(6) 2024, sid (B)(6) anti-hbc = 0.11 s/co, repeated on (B)(6) 2024 = 0.34 / 5.22 / 5.26 / 5.34 / 5.18 s/co, repeated on (B)(6) 2024 = 5.51 / 5.29 / 5.35 s/co. On (B)(6) 2024, sid (B)(6) hbsag = 0.30 s/co, repeated on (B)(6)2024 = 4.30 s/co, repeated on (B)(6) 2024 = 3.85 s/co, hbsag confirmatory test is positive: hbsagquac2 = 3.60 / 3.70 s/co. Hbsagquac1 = 0.24 / 0.21 s/co. Hbsag qual %n = 101 / 102 % neutralization. No impact to patient management was reported.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii and hbsag qualitative ii results on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) anti-hbc = 0.11 s/co, repeated on (B)(6) 2024 = 0.34 / 5.22 / 5.26 / 5.34 / 5.18 s/co, repeated on (B)(6) 2024 = 5.51 / 5.29 / 5.35 s/co. (B)(6) 2024 sid (B)(6) hbsag = 0.30 s/co, repeated on (B)(6) 2024 = 4.30 s/co, repeated on (B)(6) 2024 = 3.85 s/co, hbsag confirmatory test is positive: hbsagquac2 = 3.60 / 3.70 s/co; hbsagquac1 = 0.24 / 0.21 s/co. Hbsag qual %n = 101 / 102 % neutralization. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I anti-hbc ii reagent lot number 60324be00 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. No product systemic issue or deficiency was identified.